Event description:
The customer stated in 2007, a serum sample from a pt who just delivered twins was initial and repeat reactive on auszyme monoclonal. A plasma sample from this pt was tested in the next day, and was nonreactive. The serum sample was sent to another laboratory for confirmatory testing and about 2 days later, the results came back as positive. Due to the results not being available in a timely manner, the twin babies were vaccinated. There was no report of injury. The customer suspected that the serum specimen was contaminated since both auszyme monoclonal and the confirmatory method (vitros) produced low reactive results and additional hbsag testing using other specimens was nonreactive.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.